Manufacturer narrative:
Lot 10917047: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with greater than 60 degree angulation of the proximal aortic neck. Furthermore, the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a computed tomography (CT) dated (B)(6) 2015, revealed a proximal type I endoleak. During the implant procedure the graft was deployed 2cm below the lowest left renal due to the severe 90' angle. On (B)(6) 2015, the physician reintervened and treated the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.